Manufacturer narrative:
Investigation summary: one primary tubing (model 2420-0007) and one secondary tubing were returned by the customer. It was reported that the secondary infusion ended 40 minutes earlier than expected. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. An infusion was completed using the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 125 ml/hr with a vtbi of 125 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2420-0007 lot number 21026678 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the secondary infusion performed by the as lvp 20d 2ss cv set ended "40 minutes earlier" than it should have. The following information was provided by the initial reporter: "secondary infusion ended 40 minutes earlier than expected".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the secondary infusion performed by the as lvp 20d 2ss cv set ended "40 minutes earlier" than it should have. The following information was provided by the initial reporter: "secondary infusion ended 40 minutes earlier than expected"